Manufacturer narrative:
(B)(4). Describe event or problem ¿ additional. Event problem and evaluation codes ¿ additional.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was determined that the loss of connection was related to the mobile application. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.